Event description:
The device was used during an inguinal hernia repair. Reportedly a component disengaged into the pt's cavity. The cavity was flushed and the piece could not be found. The hosp reported no injury to the pt.